Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A back-up alert for non-sustained right ventricular oversensing (nsvo) as a result of myopotentials was seen. All lead measurements were stable and satisfactory. Device reprogramming was recommended to resolve the issue.